Manufacturer narrative:
The analyzer serial number is (B)(6). The cholesterol reagent expiration date was not provided. The qc and calibration data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 results for 1 patient sample on a cobas integra 400 plus module. On (B)(6) 2025, the initial cholesterol result was 443.08 mg/dl. The doctor questioned the result and the sample was repeated. On (B)(6) 2025, the sample was repeated and the result was 233.45 mg/dl.

Manufacturer narrative:
A general reagent problem can be excluded because the calibration and qc data were acceptable. The investigation did not identify a product problem. The root cause of the event could not be determined.